Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance on the right ventricular (rv) lead. The patient was brought into clinic and reviewed, and all lead measurements both at rest and with provocation were well within normal limits. No adverse patient effects were reported. Of note, the rv lead is a non-boston scientific product. Both the rv lead and ICD remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance on the right ventricular (rv) lead. The patient was brought into clinic and reviewed, and all lead measurements both at rest and with provocation were well within normal limits. No adverse patient effects were reported. Of note, the rv lead is a non-boston scientific product. Both the rv lead and ICD remain in service. Technical services (ts) was consulted and confirmed oor impedance measurements in the rv pacing vector over the last year. This has neither been shown to generate noise in the sensing rv channel nor high frequency detections in the histograms. Thorough in-clinic testing was recommended.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.